Event description:
It was reported that pump experienced an unspecified malfunction that caused it to stop, but a doctor reportedly resolved the pump problem. There was no reported impact to the customer¿s blood glucose level. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.